Event description:
The physician performed an arteriotomy closure with a prostar xl 8 fr. Device using an antegrade puncture technique. The puncture was noted to be very high. The puncture was difficult. The device was delpoyed in standard fashion with no complications. The procedure was considered successful. The following day, the pt was found unconscious in the bathroom by a nurse. There was a time delay at the hospital before the pt was finally taken to surgery. The pt was noted to have lost a lot of blood during this time. The surgeon found that the arterial wall had ruptured this time. The surgeon found that the arterial wall had ruptured where the knot was. This may have been a result of ligamentum or muscle being fixed in the knot and the pressure from the abdominal muscle caused it to rupture. Because of the substantial blood loss, the pt is now brain dead. No add'l info is available at this time.